Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant ((B)(6) 2017) the current implantable neurostimulator recharger (insr) took forever to charge the implantable neurostimulator (ins). Per the consumer, their physician notified them of a faster charger model. It was reviewed that this other system would require a different implanted component as well and there were no other external recharger models available that were compatible to the patient's implant. No patient symptoms reported. No further complications were reported.